Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the green power led of the mobile power unit not functioning was not confirmed. The heartmate mobile power unit (mpu) (serial #: (B)(6) was returned to the abbott european distribution center (edc) and serviced on 08dec2020 and no log files were submitted for review. The mobile power unit passed all stages of testing and operated as intended. The reported event was not reproduced. Per preventative maintenance the mpu patient cable was replaced and the unit was sent to the abbott rental pool after servicing. The mpu patient cable was returned to the abbott product performance engineering (ppe) lab for testing. The heartmate mobile power unit patient cable was connected to a test mpu, a mock loop, and a test system controller. The patient cable was able to operate with the system controller to operate the mock loop for an extended period without interruption. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the green light for the mobile power unit (mpu) power on symbol was not functioning. There was no patient involved. The device was to be returned for evaluation.